Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited for r-wave oversensing and inappropriate auto mode switch episodes. The device misinterpreted the oversensed r-wave as atrial fibrillation. Programming changes were discussed. No patient symptoms were reported. No intervention was reported.